Manufacturer narrative:
Model number/catalog number: sc-2317-50; serial number: (B)(4); batch/lot number: 20024718; model/catalog description: infinion cx lead kit, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients leads migrated out of the epidural space. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.